Manufacturer narrative:
Company rep evaluated the unit. Corrections included replaced ibp board. The unit was calibrated and performance tested to factory specifications.

Event description:
Customer reported an issue with the beneview monitor, which may have affected pt monitoring. No pt injury was reported.